Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not deploy. Maquet sale rep could not obtain any further details from the material manager who reported the incident. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lot history record review was completed for the product, there was no nonconformance associated with the lot number. (B)(4).